Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient is deceased. The patient was in a hospice care facility when they experienced unwanted/unnecessary shock from their implantable cardioverter defibrillator (ICD). A magnet had been taped over the device to the patients chest to suppress the device from continuing to shock until a scheduled deactivation/reprogramming could be completed. Unfortunately, despite the magnet, the device began shocking again in the early morning hours. This reportedly continued for thirty minutes, leading to what was described by family as a traumatic death for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.